Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that was received one open box that pertain to product code 8526h. Upon the visual inspection of the received box, it was found that contained thirty-five packets instead of thirty-six packets. As per product requirements, the box should contain thirty-six packages. In addition, it was noted that the tab dispenser was removed from the box. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The following additional information was received: qty of product involved : 1 => 35 qty to be returned : 1 => 35 a manufacturing record evaluation was performed for the finished device lot number tcbhks, 8526h56 and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported by a sales rep that, there were 35 packages in the box. Visual analysis of the returned sample revealed that was received one open box that pertain to product code 8526h. Upon the visual inspection of the received box, it was found that contained thirty-five packets instead of thirty-six packets. As per product requirements, the box should contain thirty-six packages. In addition, it was noted that the tab dispenser was removed from the box. No adverse patient consequences were reported. Additional information was requested.